Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There were no low battery alerts/alarm. Customer charged pump battery and pump turned on. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.